Event description:
It was reported that while in the cardio cath lab the physician punctured the left femoral artery and inserted the super arrow-flex (saf) sheath and dilator. He attached the one-way valve and vacuumed the intra-aortic balloon (iab) twice inside of the tray to wrap the iab tightly. He grasped the catheter closely and removed it from the tray horizontally as per the instructions for use. During iab insertion into the sheath, the iab stopped advancing and stuck in the sheath. The physician felt critical resistance inside of the sheath. As a result, he removed the iab and sheath together and successfully inserted a second iab. There was a 5 minute delay in the procedure. No reported pt complication, injury or death reported. The pt outcome is noted as fine.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.